Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for not collecting impedance measurements on more than one occasion. An in-office interrogation was done to clear the alert and a recommendation was made to consider turning off non-competitive atrial pacing to prevent the alert from reoccurring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5568 implantable pacing lead (B)(6) 2008.

Manufacturer narrative:
Product event summary continued: this device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.